Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The instructions for use (IFU) states if excess floseal is not irrigated, it may lead to excessive inflammation, encapsulation, microcalcification, and compression of sensitive areas. A detailed and thorough IFU is in place. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a surgery for a thoracic tumor in which floseal was used. Following anesthesia recovery, the patient experienced severe pain ¿at the surgical part¿ and paralysis of the lower extremities. ¿reoperation was conducted¿ and a hematoma and residual floseal (which pressed on the spinal cord) were removed. It was reported the patient was recovered from ¿all the symptoms¿ following the second surgery. No additional information is available.